Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead insertion difficulty and electrode-end damage allegations were confirmed the proximal shocking coil is stretched on the proximal end.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to the physician struggled to get the lead down the introducer, the proximal end of the proximal coil was separated. The lead was never in service. No adverse patient effects were reported.